Event description:
Per the clinic, the patient was hospitalized due to infection. It was also reported that the implant site was aspirated and the patient is being treated with IV antibiotics. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, july 12th, 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. Reimplantation is planned but has not occurred as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4), 2013.